Event description:
It was reported that during testing of the device at the manufacturer's subsidiary's service center, the occluder intermittently did not display the occluded increments on the central control monitor (ccm). There was no patient involvement.

Manufacturer narrative:
Updated block: h6 the reported complaint could not be confirmed. During testing of the device at the service center, the service repair technician (srt) was not able to duplicate the reported issue. The unit operated to manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: d9, h3 and h6. During laboratory analysis, the product surveillance technician (pst) observed the occluder to operate as intended. The pst connected the occluder head to the lab use only (luo) occluder module and was powered on for over 74 hours. The pst monitored the luo central control monitor (ccm) and the increments were visible the entire time. The unit operated as intended.